Manufacturer narrative:
Complaint no: cmplnt-000929210the lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and then recommended to discard all the supplies and contact their nurse. The hp stated they would finish therapy with manual supplies. A follow up was made via phone call. The nurse stated they saw the home patient (hp) yesterday and everything is going great. The hp has continued therapy no injury or medical intervention reported as a result of this incident.